Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst and was then completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately in the mid-section of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified a kink at 915 mm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left circumflex artery. A 10/2.50 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst and was then completely removed from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.